Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was sticky and had to press double for response. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had unexplained no delivery alarms and had to reprime or change site to clear it and diminished life batteries failed battery test. The insulin pump will not be returned for analysis.